Event description:
It was reported that capture anomaly and high pacing threshold were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.